Manufacturer narrative:
E1: name: tandem, country: united states of america, street: 11045 roselle street, city: san diego, state: california, zip code: 92121, based on the available information, this event is deemed to be reportable malfunction request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set fell off during use on (B)(6) 2026.